Manufacturer narrative:
Operator error. No malfunction suspected. The end user accidentally drove the power wheelchair into a spindle on the ramp. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user's spouse reported that while operating the power wheelchair on a ramp, the end user drove into a spindle of the ramp and fell. The end user was not wearing the safety belt.